Event description:
A customer reported an alarm issue with the adc device. The customer reported a delay in the low glucose alarm, stating that it did not sound until customer's glucose was 60 mg/dl although alarm was set for 80 mg/dl. As a result of the delay, the customer became weak and lost consciousness. However, the customer reported begin able to self-treat with sugar after regaining consciousness. No third-party intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported a delay in the low glucose alarm, stating that it did not sound until customer's glucose was 60 mg/dl although alarm was set for 80 mg/dl. As a result of the delay, the customer became weak and lost consciousness. However, the customer reported begin able to self-treat with sugar after regaining consciousness. No third-party intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visually inspected the reader and no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of the glucose value graph was performed and all alarms presented were for glucose values outside of the threshold range. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.